Event description:
Additional information was received from the patient. They reported that their urgency was painful in the day time, but not at night. They were having issues at the incision site.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported that they have been straining to voids since october and his first void is usually painful. Patient also mentioned having horrible pain from the cut for the first two days and having to have his wife help him move around. Patient mentioned he was told to take 3 tylenol, but did not help.¿patient stated he had a bad last 48 hours as he was not able to void which was a bad and his leaks were very slight. Patient stated his wife has added more tape to his back as the device was coming loose. Patient stated he wondered if the wires did not dislodge as he was not feeling the stimulation patient advised to contact his clinician with concerns. Patient changed to program 5 and currently feeling the stimulation at 5.6. Patient said that his leaks come in "surges" and some "surges" hurt. 8/9-8/10 patient said in this time frame this was a "bad day".